Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's additional investigation and additional evaluation results. Based on the results of the additional investigation, it is possible the objective lens glue peeled off occurred due to chemical damage or by combined stress from bumping, dropping, or other overload stresses such as stress from use, but olympus were unable to identify the cause. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope in the operation manual.¿ -inspection of the endoscope "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." In addition, the following non-reportable malfunctions were found during the device evaluation: bending section cover scratch bending section cover adhesive part chipped light guide lens snake pipe cut light guide lens connector liquid leakage connector part label peeling olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer¿s reported complaint (error 30) was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, since there was an air leak in the universal cord, water likely invaded the scope or destruction occurred due to moisture causing the event. However, the root case could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual - chapter 3: preparation and inspection. 3.8 inspection of the endoscopic system . Inspection of the endoscope. Confirm that the wli and nbi endoscopic images are normal.¿ this supplemental report includes a correction to g2 and h4 from the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that there was not an extended procedural delay beyond the expected time. Originally, the patient was to be treated with anti-cancer drugs after the surgery, so the hospital stay was also not prolonged. The patient is scheduled to be discharged (B)(6) 2023.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a laparoscopic gastrectomy while using the endoeye flex deflectable videoscope, the monitor suddenly shut down and disappeared. A scope communication error (b30) was displayed on the screen. The user pushed the video connectors up/down/left/right and reconnected multiple times but the error did not resolve. Both sides of the scopes electrical contacts were wiped with alcohol but the problem still persisted. There was not another scope available, so the operation was shifted to laparotomy. The procedure was successfully completed without any delay beyond the expected time frame. As of the day after the surgery, there were no health problems. It was noted that there was not an inspection of the device before use and the system/monitor was used at least once a week, and the scope at least once every two weeks. This event requires two reports. Patient identifier (B)(6) is for the endoeye flex deflectable videoscope (this report). Patient identifier (B)(6) is for the visera elite video system center.